Event description:
The customer said they used the device to check their blood glucose and obtained a result of 134 mg/dl. They dosed 5 units of lispro and 25 units of lantus. Pt was talking to spouse on the telephone and passed out. Spouse called 911. Police arrived and pt was awake and felt fine. No tests were performed when the police were there. Pt later tested and got a reading of 120 mg/dl. They thought it should have been lower and used new strips and got 44 mg/dl. Pt said they left the test strips in the car. Controls were not run on the system. The device was replaced and requested to be returned for eval. They thought the test strips were damaged from being left in their car.